Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814) was implanted on (B)(6) 2022. The valve did not work under pressurization. It was proven in situ and when disconnected, it was necessary to discharge it and change with another one. The valve was explanted on (B)(6) 2022.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Certas valve was returned for evaluation: DHR - lot 5037958, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no pressure issues were noted with the valve.

Event description:
N/a